Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range shock impedance measurements. A request for additional information has been made. At this time, information suggests the lead remains in service. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that the impedance had normalized. The local field representative was not aware of any further follow up to be performed. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.